Event description:
I used a product called the fascia blaster (or fasciablaster) last year from (B)(6) 2016. I believe it disrupted by hormones and caused me to miss 5 consecutive menstrual cycles. Also, I had a surgical procedure in (B)(6) 2017 and had a dvt complication which I believe may be attributed to the fascia blaster. I've seen hundreds of accounts from other women who have had adverse affects, which are covered up. The owner of the product tries to diagnose and give treatment plans to people saying that (whatever the adverse effect is) that it cannot be attributed to the fascia blaster. The owner of the company ((B)(4)) uses deceptive marketing practices and markets this product via (B)(6) and has a user group (fasciablasters) and the members "sell" her product for her after potential customers are lured into the group by sponsored ads. Negative posts about the product are not approved and if they come through via comments they are typically deleted, if not right away, eventually. People investigating the product are led to believe they are seeing a "true picture" of the user experience of thousands of women, when it's really only the experience of people that have had positive results. The product is a plastic tool with claws on it that you rub on your skin so hard that you bruise. Bruising is encouraged and considered "normal". I was instructed by (B)(6) via her posts and video to press down to a 7 on the pain scale to treat my cellulite. I followed her instructions specifically on my inner thighs where I got the dvt. I would like for her and her product to go under a thorough review by your agency. Thank you. Dates of use: (B)(6) 2016. Diagnosis or reason for use: to treat my fascia, reduce cellulite. Event abated after use stopped or dose reduced: yes.